Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3889-28, lot# va1bm8j, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) who was implanted with an implantable neurostimulator (ins). The rep reported that the patient had pain at the implant site. The rep reported that the patient was offered of placing battery in a different site via surgical revision. The rep reported that the patient refused and opted for surgical explant of lead and battery. The rep reported that the cause of the pain at the implant site was not determined.